Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reported "it doesn't work and I cant get a hold of my rep (manufacturing representative). Patient services (ps) asked for more clarifying information and asked what is not working caller said "everything. I am done with the rep." Caller stated they were seeing settings not available so they met with the rep to request assistance to be able to turn the stimulation up higher. Caller stated the rep said "lets do this and try this" and sent them on their way. Caller stated this method is not working. Caller said they called healthcare provider's (hcp) office and they told them to call the rep directly. Caller stated they called the rep a few times and have texted the rep saying they turned it down on the other side and now it wont let them turn it up and they "completely have no device." And are not getting an answer from the rep. Caller stated they are hurting. Caller they cant charge and it does nothing. Call disconnected at this point. Ps attempted to call back and got voicemail